Event description:
It was reported that the doctor was intubating a pt and was not getting co2 readings although the tube appeared to be properly inserted. The doctor reportedly extubated the pt and tried intubating again but still wasn't seeing any co2 readings so he reportedly was not sure the tube was properly inserted. It was reported that the doctor decided to do a tracheotomy in order to ventilate the pt.

Manufacturer narrative:
The investigation is ongoing. The investigation results will be submitted in a follow-up report.